Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: a review of the black box showed one unexplained power on reset. The battery cap was not returned. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. A test battery cap was able to attach to the pump. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no power interruptions were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had experienced a blood glucose of 300 mg/dl with polyuria associated with intermittent power to the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patients blood glucose readings do not meet animas criteria of a serious injury. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.